Event description:
It was reported during a lead revision (related manufacturer reference number: 1627487-2022-03029) the physician saw signs of infection in the ipg pocket. In turn, the system was explanted and prescribed antibiotics. The issue has since resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.